Event description:
The physician used a wilson-cook six shooter saeed mult-band ligator. The device was loaded onto an olympus 140 endoscope. The band ligators would not fire while trying to band esophageal varices. The patient was given sandostatin intravenously to stop the bleeding. The patient was also given two units of blood. The patient's condition was reported as stable.